Event description:
Patient was undergoing a procedure and the boston scientific wall flex biliary stent system rmv measuring 10mm by 60mm did not function as intended. Per report it broke while trying to deploy. We are working with field representative to get product credit. We will continue to track and trend these events.